Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
Customer reported about false negative and too weak positive reactions with seraclone anti-jkb. The customer was running the positive control of the seraclone anti-jkb fusing multiple heterozygous positive cells and he found the reactions to be amazingly fragile and weak compared to previous lots of seraclone anti-jkb. The customer declared that he followed the product IFU according the directions. The customer did neither provide the complaint sample for investigational testing nor the red blood cells used as positive control. Therefore our quality control laboratory tested their retention sample of seraclone anti-jk(b) (ref.#: 808184100, lot #8937090-01, 2021-05-02) in parallel with lot #8026020-01. Both lots were tested manually for potency and specificity. For the potency as well as the positive specificity testing the tests were incubated for 15 minutes at room temperature and subsequently centrifuged for 60 seconds at 800 to 1000 x g. The minimum titer of 8 was always exceeded. For the testing of positive specificity jka+b+ heterozygous reagent red blood cells of biotest cell and panocell (immucor) were used. All positive reactions were correct and strongly positive. The reaction strengths were 3+ to 4+ positive. We did not observe any false negative respectively weakened reaction. The complaint was classified as undetermined because the complaint sample was not available for investigation and the retention sample reacted as expected. Without the possibility of testing the complaint sample and the red blood cells of customer the cause of the false negative reaction at customer¿s site remained unknown. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.